Event description:
It was that during a breast biopsy while using the ex holster, they noticed that they were getting vacuum intermittently. There was no pt consequence reported. Case was completed using the control module.